Event description:
It was reported that "revision due to fractured neck of the component. Replaced the liner, the head and the stem". Device was implanted 20+ years ago, but exact implantation date was not provided.

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.